Event description:
It was reported to boston scientific corporation that a hurricane rx dilatation balloon was attempted to be used in the bile duct during a lithotripsy procedure performed on (B)(6) 2024. During the procedure, after performing endoscopic sphincterotomy (est) on postoperative roux-en-y billiary stone patient, endoscopic papillary balloon dilation (epbd) was conducted using this device. The balloon burst at the point where it was fully expanded as the pressure was increased with contrast agent. The procedure was completed with another hurricane rx dilatation balloon. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a0402 captures the reportable event of a balloon burst.

Event description:
It was reported to boston scientific corporation that a hurricane rx dilatation balloon was attempted to be used in the bile duct during a lithotripsy procedure performed on (B)(6) 2024. During the procedure, after performing endoscopic sphincterotomy (est) on postoperative roux-en-y billiary stone patient, endoscopic papillary balloon dilation (epbd) was conducted using this device. The balloon burst at the point where it was fully expanded as the pressure was increased with contrast agent. The procedure was completed with another hurricane rx dilatation balloon. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a0402 captures the reportable event of a balloon burst. Block h11: the returned hurricane rx dilatation balloons was analyzed, and no problem were found during visual examination. Functional inspection was performed, the balloon was able to be inflated and hold the pressure without any problem. With all the available information, boston scientific concludes the reported event of balloon burst was not confirmed. The device was returned without any visible problem, and after a functional inspection the balloon was able to be inflated and maintain its pressure without any problem. Therefore, the most probable root cause is no problem detected.